Event description:
It was reported that, "the scrub tech was trying to insert another shaver into the t-handle and a piece from the inside of the t-handle broke off and fell onto the ground."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.